Event description:
It was reported that the right ventricular lead exhibited a bipolar impedance of 1726 ohms and bipolar capture threshold of 4.0 v at 0.4 ms. Unipolar impedance was 331 ohms and unipolar capture threshold was 1.25 vat 0.4 ms. Historically, bipolar impedance had been in the low 400 ohm range, and capture threshold had been 1.0 v at 0.4 ms. The lead was programmed unipolar, and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.